Manufacturer narrative:
(B)(4). Date sent: 12/14/2020.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What type of ablation was being performed? What was the approach of inserting the probe? Were the subcutaneous emphysema and pneumothorax two separation cases or a part of one case? Where was the subcutaneous emphysema? Where was the lesion? How was the subcutaneous emphysema treated? How was the pneumothorax treated? What is the patient¿s current status?

Event description:
It was reported that during a microwave ablation, patient skin developed a subcutaneous emphysema and pneumothorax. Ir doctor asks if this reaction is referred to on our user manual? Case was completed.